Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord, dark image, malfunction of the insertion section causing image interference with waves and snowflake patterns, and component failure of the insertion section. A definitive root cause could not be identified. Based on the results of the investigation, it was likely that the malfunction was caused by a component failure of the universal cord. Additionally, the malfunction in the insertion section¿causing image interference with waves and snowflake patterns¿was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address 2: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope displayed a black image. The issue occurred during service or maintenance (not in a clinical setting). There were no reports of patient involvement.